Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-00975 and 2134265-2016-01552. It was reported that inadvertent rf delivery occurred. A maestro 4000 pod was selected for use. During procedure, when the physician started the rf with the footswitch and take away his foot, it was noted that the system didn't stop delivering rf energy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned to stellartech for evaluation. There was no visual damage noted to the device during incoming service inspection at stellartech. The tamper proof seal was present but broken. The returned device passed power-on self-test, rf on with test loads and all performance criteria of the final test procedure. Attached src footswitch to the returned rfg while stress testing to confirm activation with no occurrence of unintentional rf delivery. Src investigation also included combined testing with the customer's pod which was involved in same incident. No occurrence of customers complaint was experienced. Device interactions between the maestro controller, pod and the footswitch could have contributed to the reported failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-00975 and 2134265-2016-01552. It was reported that inadvertent rf delivery occurred. A maestro 4000¿ pod was selected for use. During procedure,when the physician started the rf with the footswitch and take away his foot, it was noted that the system didn¿t stop delivering rf energy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.